Manufacturer narrative:
Investigation/conclusion: the customer's observation was not replicated in-house with retention devices. Retention devices were tested with 20 miu/ml hcg cutoff urine control and 3 high level of hcg urine controls (203.4 iu/ml, 208.6 iu/ml and 216.8 iu/ml), all results were hcg positive at read time and met quality control specification. There were no false negative results obtained. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause could not be determined due to insufficiency information provided by customer and without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
It was reported that on an unspecified date, the customer obtained two (2) potential false negative hcg results using the consult hcg urine cassette pregnancy test in comparison to an ultrasound that showed that a patient was 6-8 weeks pregnant. There was no patient information provided and no quantitative testing results reported. There was no adverse patient sequela. There was no additional information provided.